Event description:
Further information received reported ¿position may have been the issue¿. It was noted that impedances were run and ¿all were good.¿ it was further noted that no malfunctions were noticeable. It was further reported that the patient was receiving adequate therapy and reported no other issues at that time.

Event description:
It was reported the patient experienced a shocking or jolting sensation 4-6 months prior to report. It was stated there were no patient symptoms or injuries related to the event and the patient¿s status was reported as no injury or adverse event.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (b)(60 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).